Event description:
It was reported that there was a leak from underneath the red cap of a small volume folfusor. The device had been filled with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 2, 2013 to october 3, 2013. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.